Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient was admitted due to interrupted urination and incomplete bladder emptying for more than one year. On (B)(6) 2025, the patient underwent transurethral holmium laser lithotripsy. Approximately 1 cm of the fiber tip broke off during the stone fragmentation. To prevent potential harm to the patient from the broken fiber, immediate action was taken to flush out the broken piece through the endoscope. After smoothing the remaining fiber surface, the lithotripsy was completed. The patient showed no adverse reactions postoperatively.

Event description:
It was reported that the patient was admitted due to interrupted urination and incomplete bladder emptying for more than one year. On (B)(6) 2025, the patient underwent transurethral holmium laser lithotripsy. Approximately 1 cm of the fiber tip broke off during the stone fragmentation. To prevent potential harm to the patient from the broken fiber, immediate action was taken to flush out the broken piece through the endoscope. After smoothing the remaining fiber surface, the lithotripsy was completed. The patient showed no adverse reactions postoperatively.